Manufacturer narrative:
The controller ac adapter was returned for evaluation; however, the unit as received at the lab was missing the ac adapter cord in question. Various analyses were conducted on the adapter itself, and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that the device failed visual inspection due to the missing power cord. The most likely root cause of the missing power cord can be attributed to the handling of the device. By using a power cord from the test lab, the device passed functional testing. The controller ac adapter was able to adequately provide power without any failures. As result, the reported tear could not be confirmed as the controller ac adapter cord was missing. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patients controller ac adapter cable had a tear exposing the wires. The patient thinks it might have gotten caught in her recliner chair. The controller ac adapter was replaced with a new controller ac adapter (B)(4). There was no reported consequence or impact to the patient. No further information was provided.